Event description:
Consumer said that the device had holes in it and the two plastic pieces separated. She was still wearing it at night.

Manufacturer narrative:
The holes in the device can be caused by improper preparation by the user, and/or the device being used by someone who has severe clenching or grinding, which this device is not designed for as labeled. It appears the device may have de-laminated, which is a reportable malfunction as de-lamination can pose a choking hazard. Consumer was advised to stop wearing the device.